Manufacturer narrative:
Investigations on similar defective samples that were returned, the no flow events were due to kinked administration tube arising from clamping of the device.

Event description:
Two (2) smartez pumps (250 ml volume; 175 muhr) filled with vancomycin 1 g/0.9% sodium chloride would not infuse. Smartez pump lot: s8h11. Therapy start date: (B)(6) 2018. No patient involvement.